Event description:
It was reported that the patient was not symptomatic or dependent on the leads for normal function. It was noted that noise had been present on the right atrial (ra) and right ventricular (rv) lead since 2019 but due to the patient being asymptomatic no intervention had been made. Fraying was observed on the leads causing insulation damage. The ra and rv leads were explanted and replaced. The patient was recovering.